Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test. The customer stated that the insulin pump sometimes got low battery alerts. The battery had gone completely dead a few times this year alone. The customer also stated that insulin pump had lost the time and date settings when putting in a new battery. The insulin pump had rejected a new battery four times. No harm requiring medical intervention was reported. The insulin pump will no be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.